Event description:
Procedure: unk. Patient sex: unk. Reportedly, the stapler made a cracking noise upon firing (which is typically indicative of improper application) and some of the staples did not form properly. This required the procedure to be extended by one hour.